Manufacturer narrative:
Follow-up # 1 date of submission 6/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/18/2016 with the following findings: a review of the pump¿s black box data showed multiple unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test battery cap was able to fit to the pump to maintain an electrical connection. There was visible moisture corrosion on the display screen inside the pump. A leak test was performed and failed due a leak caused by a crack between the display lens and the pump case. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The investigation was unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed and there was further moisture ingress found to the display screen, to the cgm module and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4) .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.